Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during an arcr. Once the electrode was in use, suction feature became out of order. The device was brand new and the first use when the issue occurred. No further information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: u2005034, and no nonconformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was out of order. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.